Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not explanted as of this report: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5086165. It was reported (via FDA medwatch 5086165) that a patient of unknown age who underwent breast reconstruction with mentor gel implants on (B)(6) 2015 experienced multiple systemic problems, new skin rashes, night sweats, weight gain, joint pain, edema, abnormal pulmonary function test results, chest pain, and thyroid disease. The patient says she feels older than she is and feels she is experiencing these symptoms due to her breast implants. No date of explantation was reported thus far. No product issue, such as rupture, was reported. The root cause of the patient's symptoms are unclear. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases (statement from binita ashar, m.d., of the FDA¿s center for devices and radiological health on agency¿s commitment to studying breast implant safety) no patient name or contact information was provided, therefore no follow up can be completed and there is no additional information available.should additional information become available, this case will be re-assessed and notes will be updated. This report is for the left side.